Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode. During a remote follow-up, the transmission displayed a message that the vt episode had invalid data; specifically, the error code was that there was too much pre-detection data. The episode flashback data was able to be retrieved - however the electrogram data could not be reconstructed - and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.